Manufacturer narrative:
Date of event: unknown, not provided. Concomitant medical product: tecnis itec preloaded 1-piece iol, pcb00, serial number (B)(4). (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon saw a tiny black thread in the healon when the intraocular lens (iol) was injected into the patient's eye. The thread was gone when the healon was removed from the eye. Reportedly, the patient has been under control and everything is fine. The lens remains in the eye and the outcome is perfect. No incision enlargement, no sutures were used and no vitrectomy was required. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/13/2018. Device returned to manufacturer: yes. One sample was returned for investigation where a visual and stereomicroscopic inspection were performed. No observations related to the reported complaint were observed in the remaining solution or on any of the other syringe components. The returned complaint sample consisted of the glass cylinder, the plunger rod, which was attached to the backside of the gray rubber plunger, and the cannula with protection sheath, which was attached at the front end of the holder at the luer-lock. Approximately 0.15mm of expellable solution remained in the cylinder. The syringe was assembled. The customer¿s report has not been confirmed and a product non-conformance has not been observed. The investigation has not determined a probable cause for the customer¿s observation of a tiny black thread in the healon. Visual inspection on retained products was performed. Thirty-five (35) samples were investigated. No visible defects were found on the package, cannula or solution. The solution was clear and colorless. All components were included in the product, without defects. Cannula was not damaged and there were no visible defects on the product box. The printing on the carton and labels were correct. No product deficiency was found on retain samples. A manufacturing record review for healon pro was performed. All results were within specification. No deviations or non-conformances were related to current complaint. One similar complaint has previously been reported on this batch. A search of complaints was performed. Two complaints, one similar and one non similar, were previously reported from this batch. The directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warning for the proper use and handling of the product. As a result of the investigation, no product deficiency was identified. The customer's reported event could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.